Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a button error on her son's insulin pump. The error said the buttons were pressed for longer than three minutes. Customer also put the device on when his swimsuit was wet. Customer's blood glucose is 196 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.